Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce minicap extended life pd transfer set leaked. The event was further described as "the white part (twist clamp) was not closed and liquid came out". The device was connected to the patient; however, it is not reported if the patient was performing peritoneal dialysis therapy at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.